Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
On march 05, 2019 nobel biocare received complaints from 2 customers in (B)(6) stating that the product information on the outer carton box for article 29424, batch 13073360 was incorrect. The information on the box states 5.0x8mm but should state 5.0x13mm. The issue did not lead to injury of a patient. However, nobel biocare performed a health hazard evaluation, which concluded that the issue may result in a medium to high risk for the patient if it were to recur again. Review of the device history record (DHR) and retain sample confirmed that the incorrect outer carton box was used for batch 13073360. All information on the box content, i.e. Implant card, patient label, implant blister package, was confirmed to be correct. Review of the distribution data showed that (B)(4) pieces were made available to the market: (B)(4) pieces were still in stock under nobel biocare control when the issue was discovered and were restricted immediately. The remaining 3 pieces came back as a complaint (2 pieces were used without issues and 1 was returned to nobel biocare). No affected articles remain on the market. The issue was determined to be caused by a human error (the material handler picked the incorrect outer carton box), and limited to the batch in scope. A CAPA was initiated for further investigation and implementation of preventive actions.